Event description:
Customer initially called to receive assistance with programing the insulin pump. During assistance the customer reported the up arrow button on the insulin pump was unresponsive. Customer blood glucose was 154 mg/dl. Troubleshooting for the keypad anomaly was performed. Customer does not recall any significant event that led to the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. Customer agreed to return the insulin pump for further analysis.

Manufacturer narrative:
The up arrow button on the insulin pump was unresponsive due to flattened dome switch. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window.